Manufacturer narrative:
Age at time of event: 18 years or older. Describe event or problem: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous proximal rca (right coronary artery). A guide wire was successfully advanced across the lesion. The 3.5x12mm apex balloon was advanced for predilation of the lesion but could not cross. A parallel wire technique was used and the apex balloon crossed the lesion. The balloon was inflated to 4atm and blood was noted in the inflation device. The apex balloon was removed from the patient intact and a longitudinal rupture was noted. The procedure was completed with a different device. There were no reported patient complications and the patient's status is good.